Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. It was reported that the insulin pump alarmed lost sensor. Customer's blood glucose levels were not included in the report. No significant events leading to the keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
The insulin pump buttons all responded properly and no unexpected noise was noted when the button was pressed. The insulin pump was programmed with a test transmitter and glucose sensor simulator. The sensor feature worked properly. No lost sensor or weak signal alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.